Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, undersensing of p waves, oversensing and noise. Noise on the lead resulted in inappropriate implantable cardioverter defibrillator (ICD) mode switching. The lead was also reported to have fractured. The lead was programmed off. The ICD was reprogrammed to function as a single chamber ICD and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.